Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Root cause cannot be determined with the information provided. Review of the complaint history identified additional complaints ((B)(4)), however, as the complaint cannot be confirmed and the infrequency of the event, no further action is required. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary reverse shoulder arthroplasty, it was noticed that the steinmann pins were not in the packaging. This did not cause a delay or complication as there were additional pins available to complete the procedure.